Manufacturer narrative:
The investigation for the console (aic) rotary knob issue has been completed. Data logs were reviewed finding no evidence to confirm the reported failure mode. The console was returned for evaluation and upon testing, was unable to reproduce the reported failure mode. Upon testing, the rotary knob - scrolling up, scrolling down, and selecting functions - worked as intended. The root cause of the selector knob issue was not determined due to the inability to reproduce the issue. Corrections to the initial MFR report: g! MFR site name and address updated.

Manufacturer narrative:
B.5 additional information was received, and abiomed's medical safety officer review was completed.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that due to the issue being identified when turning off the device, there is no information that reasonably suggests interruption and/or delay in impella therapy. No report or indication that the automated impella controller was exchanged or that this issue impacted patient's therapy in any way. Use of the device cannot conclusively be associated with the outcome.

Event description:
The user facility reported that upon turning off the console following support, the selector knob was noted to not function properly. There was no patient involvement.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.